Event description:
The initial reporter contacted the manufacturer to report that the patient was admitted to the hospital for treatment of thrombosis of a bjork-shiley mechanical mitral heart valve. The initial reporter indicated that the pt presented with "symptoms of obstruction" and was being treated medically with anticoagulants. Subsequently upon further follow up, the initial reporter stated that "they were able to dissolve the thrombus on the valve" and the patient was discharged home.